Event description:
It was reported while in the prone position, the main cuff burst. The doctor intervened immediately and changed the endotracheal tube.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per the info received, the endotracheal tubes were immediately replaced with a different brand of tubes. There was no report of any injury to the pt. Add'l info has been requested, however no info has ben provided to date.